Manufacturer narrative:
(B)(4). Reporter¿s complete address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a surgical procedure for a humerus diaphysis fracture, it was reported that the radiolucent drive device made a strange noise and stopped. According to the report, the event occurred while drilling the contralateral cortex as the third distal hole aimed for a second locking insertion. It was reported that the device was used to insert a proximal locking screw after a multiloc humeral nail long was placed. It was reported that the device was also used to fix the first locking screw on the most distal hole successfully. It was reported that after the event occurred, the device was pulled out and was placed in saline solution with an unknown attachment device for it to cool down and to make sure that the device would work normally. It was reported that when the device was used again to drill, it made a strange noise and stopped. It was reported that the device was pulled again and rechecked but the device started rotating violently. It was reported that the device was not used any further and the surgeon completed the rest of the drilling by hand. As a result, there was 15 minute delay in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.